Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported inability to remove the gripper line was not confirmed as no issues were noted during testing and establishment of gripper line removability was successful. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. While establishing gripper line removability, the gripper line would not floss. Troubleshooting attempts were unsuccessful; therefore, the clip was not deployed and the cds was removed. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.